Event description:
Reporter indicated that during device stimulation cycles, vns patient experienced heart palpitations and a burning sensation underneath the generator with pain to left chest which radiated to his heart. The patient reported the event to his neurologist who programmed the device to off pending evaluation by a cardiologist. The patient denies recurrence of this episode since stimulation was discontinued. Further follow-up revealed that the patient complained of chest pain approximately three months prior and that the pain subsided after device output current setting was reduced from 1.0ma to 0.75ma.

Event description:
The patient had a stress test that resulted in him having a cardiac cath. The cardiac cath was clear. There was no observed artery disease. The vns generator has been turned back on to low settings. The cause of the reported pain and palpitation at the generator site was likely due to the patient feeling generator pocket stimulation.